Event description:
It was reported to boston scientific corporation that during a posterior pelvic floor repair procedure using a pinnacle posterior pelvic floor repair kit, as a leg assembly was being thrown through tissue, the needle detached and was reportedly captured inside the capio cage. The physician completed the procedure with another pinnacle posterior pelvic floor repair kit with no complications to the patient, who is reportedly great and is over 18 years of age.

Manufacturer narrative:
Component (B)(4) relates to device (B)(4) for needle detachment.

Manufacturer narrative:
Visual analysis of the returned mesh assembly revealed that the needle was missing from the solid blue dilator. The needle was not returned. Visual analysis of the returned capio device revealed no defects. Functional testing of the returned capio device showed that the device operated properly as intended. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. The cause for the event could not be determined.

Event description:
It was reported to boston scientific corporation that during a posterior pelvic floor repair procedure using a pinnacle posterior pelvic floor repair kit, as a leg assembly was being thrown through tissue, the needle detached and was reportedly captured inside the capio cage. The physician completed the procedure with another pinnacle posterior pelvic floor repair kit with no complications to the patient, who is reportedly great and is over 18 years of age.